Event description:
The patient contacted baxter's technical service center regarding a high drain 101 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during drain 1. The patient stated he did not start therapy empty last night and the registered nurse (rn) expected him to drain extra. The patient stated his total ultrafiltration (uf) equaled 2537ml for last night's therapy. The patient stated he did not feel overfilled during last night's therapy. The patient did not want a swap of the device. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 101 alarm. The rn stated she was aware the patient had a high uf recently but did not think an overfill event occurred. Product surveillance informed the rn that the patient was not empty when he got on the cycler and the initial drain alarm was set to 0ml. The rn stated the patient has been continuing therapy on the cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any of the patient's dialysis products. The rn stated no further information could be provided.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.